Manufacturer narrative:
Unique identifier (UDI) #, corrected data: the unique identifier was inadvertently provided incorrectly on the initial report.

Manufacturer narrative:
Unique identifier (UDI) #, corrected data: the unique identifier was inadvertently provided incorrectly on follow-up report #2.

Event description:
It was reported that a patient was in the hospital due to an infection at the vns generator site. The generator was removed due to the infection. The electrodes were left attached to the nerve and a small piece of lead remained. The physician will watch the patient over the next 6-8 weeks to make sure the infection has resolved.review of the manufacturing records for the lead and generator confirmed the devices were sterilized prior to distribution.additional relevant information has not been received to-date.